Event description:
It was reported that this right ventricular (rv) lead triggered a red alert for out-of-range (oor) impedance and activated lead safety switch (lss). Additionally, the device recorded noise that was oversesnsed. Technical services (ts) confirmed that the impedance has been gradually rising since mid-july, with a significant lss event on (B)(6) 2024 (impedance 2000 ohms) and it is most likely due to calcification, not a lead failure. No adverse patient effects were reported. This lead remains in service.